Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the pump was rebooting itself. The reporter denied damage to the pump or the battery cap and denied that there was moisture in the pump. The reporter stated the battery cap secures properly to the pump without the yellow o-ring visible. The reporter stated the alleged power issue did not occur during a battery change. During troubleshooting of the pump, the pump reportedly powered on when a new battery was inserted into the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings:. During investigation, the black box showed several unexplained pump reboots. . The battery compartment and cap are undamaged and able to fit securely. Cap contacts measurements were within specification. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation unable to duplicate ¿power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.